Event description:
It was reported the customer's blood glucose lowered to less the 40 mg/dl within 12 hours of the sensor being attached. Difference between the values of the blood glucose and value of sensor glucose which was indicated on the insulin pump was over 200 mg/dl. A new sensor was inserted and the same issue reoccurred. Customer's physician was present. The sensor is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.